Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The patient was hospitalized for the peritonitis and underwent an unreported treatment. The patient was retrained on aseptic technique and is recovering from the peritonitis. No additional information was available at the time of this report.